Event description:
The customer described a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive needs to be replaced. The reported issue is currently under investigation.